Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small pieces of both essure coils appear broken off at the medial aspects.'), embedded device ('trans vaginal ultra sound reveals malplacement of coil into the endometrium.'), device expulsion ('trans vaginal ultra sound reveals malplacement of coil into the endometrium.'), pelvic pain ('pain / pelvic region pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallbladder operation in 2012, cholecystectomy, tummy tuck, insomnia, pap smear abnormal and sleeve gastrectomy. Current weight 219 lbs. Concurrent conditions included overweight since 2010, obesity, drug allergy, abdominal pain, bloating, weight gain, rash, hiatal hernia, nabothian cyst and uterine ablation. Concomitant products included fluoxetine hydrochloride (prozac) from january 2014 to december 2015 for depression and foggy feeling in head, rizatriptan benzoate (maxalt) since 2014 for migraine, bupropion hydrochloride;naltrexone hydrochloride (contrave) from october 2014 to december 2014 for weight gain as well as oral contraceptive nos from october 2013 to january 2014. In 2010, the patient had essure inserted. In 2012, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In october 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In november 2013, the patient experienced alopecia ("hair loss"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back area pain") and arthralgia ("joint aches"). In april 2014, the patient experienced tooth fracture ("dental problems / tooth breakage"). In july 2015, the patient experienced rash ("rashes or skin conditions type: rashes/rashy outbreaks") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and underwent tooth extraction ("dental problems pulled and treated teeth"). The patient was treated with surgery (ablation of the uterus on (B)(6) 2013 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, menorrhagia, vaginal haemorrhage, depression, tooth fracture, allergy to metals, weight increased and tooth extraction outcome was unknown, the pelvic pain, feeling abnormal, rash, alopecia, back pain and arthralgia had resolved and the migraine was resolving. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, device expulsion, embedded device, feeling abnormal, menorrhagia, migraine, pelvic pain, rash, tooth extraction, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013 and 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: impression: non diagnostic exam secondary to inability to inject contrast into the uterine cavity, finding may be secondary to soar tissue from prior uterine ablation and/or leep procedure.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Normal pelvic ultrasound for age with a questionable proximally positioned right fallopian tube coil. If management would be affected additional evaluation with the hsg may be considered,; on (B)(6) 2018: malplacement of coil into the endometrium. Patient now desires surgical treatment with robotic assisted. Concerning the injuries reported in this case, the following ones were reported via medical records:embedded device,device expulsion , device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: mr received. New events: embedded device, partial expulsion, device breakage were added. New reporters, concomitant conditions and historical conditions added. Lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small pieces of both essure coils appear broken off at the medial aspects.'), embedded device ('trans vaginal ultra sound reveals malplacement of coil into the endometrium.'), device expulsion ('trans vaginal ultra sound reveals malplacement of coil into the endometrium.'), pelvic pain ('pain / pelvic region pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallbladder operation in 2012, cholecystectomy, tummy tuck, insomnia, pap smear abnormal and sleeve gastrectomy. Current weight 219 lbs. Concurrent conditions included overweight since 2010, obesity, drug allergy, abdominal pain, bloating, weight gain, rash, hiatal hernia, nabothian cyst and uterine ablation. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2014 to (B)(6) 2015 for depression and foggy feeling in head, rizatriptan benzoate (maxalt) since 2014 for migraine, bupropion hydrochloride;naltrexone hydrochloride (contrave) from (B)(6) 2014 to (B)(6) 2014 for weight gain as well as oral contraceptive nos from (B)(6) 2013 to (B)(6) 2014. In 2010, the patient had essure inserted. In 2012, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and migraine ("migraines / headaches/ migraine") and was found to have weight increased ("weight gain / loss (specify which one) gain/ weight gain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair loss/ hair loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back area pain") and arthralgia ("joint aches"). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems / tooth breakage/ dental probs"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes/rashy outbreaks/ rash /skin condition") and allergy to metals ("nickel allergy/ nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches") and underwent tooth extraction ("dental problems pulled and treated teeth"). The patient was treated with surgery (ablation of the uterus on (B)(6) 2013 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, menorrhagia, vaginal haemorrhage, depression, allergy to metals and tooth extraction outcome was unknown and the pelvic pain, feeling abnormal, rash, migraine, tooth fracture, weight increased, alopecia, back pain, arthralgia, abdominal pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, device expulsion, embedded device, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rash, tooth extraction, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013 and 2010. Plaintiff received treatment for back pain, pelvic pain, abdominal pain, menorrhagia, rash /skin condition, nickel allergy, psych injury, weight gain, dental probs, hair loss, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: impression: non diagnostic exam secondary to inability. To inject contrast into the uterine cavity, finding may be secondary to soar tissue from prior uterine ablation and/or leep procedure. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Normal pelvic ultrasound for age with a questionable proximally positioned right fallopian tube coil. If management would be affected additional evaluation with the hsg may be considered,; on (B)(6) 2018: malplacement of coil into the endometrium. Patient now desires surgical treatment with robotic assisted. Concerning the injuries reported in this case, the following ones were reported via medical records:embedded device,device expulsion , device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events abdominal pain and headaches were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallbladder operation in 2012, cholecystectomy and tummy tuck. Current weight 219 lbs. Concurrent conditions included overweight since 2010 and obesity. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2014 to (B)(6) 2015 for depression and foggy feeling in head, rizatriptan benzoate (maxalt) since 2014 for migraine, bupropion hydrochloride;naltrexone hydrochloride (contrave) from (B)(6) 2014 to (B)(6) 2014 for weight gain as well as oral contraceptive nos from (B)(6) 2013 to (B)(6) 2014. In 2010, the patient had essure inserted. In 2012, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back area pain") and arthralgia ("joint aches"). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems / tooth breakage"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes/rashy outbreaks") and allergy to metals ("nickel allergy"). On an unknown date, the patient underwent tooth extraction ("dental problems pulled and treated teeth"). The patient was treated with surgery (ablation of the uterus on (B)(6) 2013 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, feeling abnormal, rash, alopecia, back pain and arthralgia had resolved, the menorrhagia, vaginal haemorrhage, depression, tooth fracture, allergy to metals, weight increased and tooth extraction outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, feeling abnormal, menorrhagia, migraine, pelvic pain, rash, tooth extraction, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013 and 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received: case became incident. Previously reported event "injury " replaced with new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), brain fog, depression, rashes, migraines / headaches, dental problems, tooth breakage, nickel allergy, weight gain, hair loss, lower back area pain, joint aches, did not undergo confirmation test, pulled tooth. Event onset date, event outcome were added. Reporter information were updated. Patient demographics were added. Concomitant drugs and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.